Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and additional information received from the customer (identified via b3 and b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the reported phenomenon could not be reproduced during evaluation, a specific cause could not be identified. However, per the device instruction manual, a b33 error is described as a scope data error. Olympus will continue to monitor the field performance for this device.

Event description:
Customer reported the device relayed an error b33 during preparation prior to use.

Manufacturer narrative:
The device was returned to olympus for evaluation. The reported issue could not be confirmed during testing; no errors occurred. The returned device passed functional testing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii video system center exhibited several error messages (light source error and image processor error) while in use. No adverse effects to patient reported.